Manufacturer narrative:
Additional information from the user facility stated that the ventilator was not involved. The issue was related to an ICU monitoring unit of another brand. There was no ventilator malfunction.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. (B)(4).